Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received from the local field representative indicated the patient was brought into the clinic and the situation was evaluated by the physician. Based on the current evaluation and circumstances there were no plans for intervention.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a fault code indicating an open condition following the delivery of a shock. The patient was in the emergency room and further investigation of the device and rv lead planned to be performed. No adverse patient effects were reported.